Event description:
It was reported that the customer received an error code 5. The customer removed the device and trouble shot the error by attaching another same like device to complete the case with no patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that the lcsc5l device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.in addition, minor blade damage may increased in severity during the subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructions insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.